Manufacturer narrative:
Due to characterization limit, below field are added from e1- initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on patient cardiosave intra aortic balloon pump (iabp), EKG blue lead was broken/loose. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 e1 (initial reporter).

Manufacturer narrative:
Updated data: b4, b5, g3, g6, h1, h2, h3, h11. (Type of investigation, investigation findings,investigation conclusions, medical device ¿ problem code, component codes). A getinge field service engineer (fse) could not duplicate issue. Problem not verified. Fse replaced tidal volume disk (d202-00-0142) at maintenance interval and not sure why safety disk (d202-00-0140) was replaced. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
It was reported that prior to use the cardiosave intra aortic balloon pump (iabp) ECG blue lead was broken/ loose. Customer reported that ECG cable was loose when inserted into pump, would not stay connected to pump. There was no patient involvement or adverse event reported.